Event description:
The customer stated, that incorrect axsym total bhcg results were generated when tested 1:200 autodiluted. The customer does not know exactly how many incorrect results were generated. Results for four pts were provided. The following results are for pt 1 of 4. No impact to pt mgmt was reported. Pt #1: 13300 (vidas bhcg method), 13000 (axsym manual dilution), >10000 (axsym 1:10 autodilution) and 4403 (axsym 1:200 autodilution).

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.